Event description:
Trimedx technician contacted leadcare technical services (ts) to report that their customer was experiencing elevated patient results using the leadcare ii blood lead testing system. Ts explained the troubleshooting process and asked to speak with someone who performed sample collection and testing. Due to schedule constraints this request was declined. Ts attempted to contact the customer to further investigate the reported problem on three separate occasions (1/16/2026, 1/20/2026, and 1/27/2026) with no success. At the time of this report ts has not received the requested information from the customer to investigate the problem.